Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned in segments, analysis was done and no anomalies were found. Visual summary analysis indicated explant damage. Concomitant product: 5076-52 lead, (B)(6) 2007. (B)(4).

Event description:
It was reported the patient experienced a drop in oxygen saturation, blood pressure and pulse due to a pericardial effusion from a large hole in the superior vena cava (svc) following a right ventricular (rv) lead revision. Resuscitation was done including cardiopulmonary resuscitation (CPR), intubation and pushing epinephrine. Eventually the patient's chest was opened by doing a thoracotomy to drain the effusion. The patient was then taken to the operating room to repair the hole in the svc. The rv lead revision was done due to high impedance and rising impedance on the low voltage portion of the lead due to a possible fracture. The rv lead was removed. Following the surgery for the effusion and svc hole, the patient was successfully extubated and was doing well. Reimplant of an implantable cardioverter defibrillator (ICD) system is expected. No further patient complications have been reported as a result of this event.